Manufacturer narrative:
The manufacturer's field service engineer was not able to duplicate the reported problem, but confirmed its presence in the device's event log. The manufacturer's field service engineer repaired the unit by performing testing per the service manual. Unit passed required tests and is ready for use.

Event description:
Field service engineer reported a 1012 error code in the unit's event log. The device was not in clinical use at the time the issue was discovered.